Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported in medwatch report mw5107736 that his nose was plugging up, his sinuses felt full, and ears were plugged after submitting to a binaxnow covid-19 ag card nasal swab test on (B)(6) 2022. The consumer stated that he was asymptomatic at the time he submitted for the test.

Manufacturer narrative:
Investigation report: the required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaint's trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.